Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced stopper creep out or loose closure. This event occurred five times. The following information was provided by the initial reporter. The customer stated: after lt blue tubes are centrifuged caps are loose.

Manufacturer narrative:
Investigation summary: bd received 13 samples from the customer in support of this complaint. The 13 samples were visually inspected and functionally tested with no issues being identified. The shield/stopper assembly was correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the shield/assembly to not be applied correctly and stopper creep out was not observed. Additionally, 10 retentions from the bd inventory were visually inspected and functionally tested with no shield/stopper assembly issues or stopper creep out being identified. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the 13 samples and the 10 production lot retention samples did not exhibit the customer¿s failure mode of ¿stopper creep out¿. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced stopper creep out or loose closure. This event occurred five times. The following information was provided by the initial reporter. The customer stated: after lt blue tubes are centrifuged caps are loose.